Manufacturer narrative:
The no button response was due to corroded keypad traces. No button error alarms noted. Unable to test for high alarm or perform displacement, prime/compromised force sensor system, basic occlusion, occlusion, and no delivery test due to no button response. The unit had broken belt clip slot, cracked reservoir tube lip, scratched lcd window and case. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 205 mg/dl. Troubleshooting was performed. The device was returned for analysis.